Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post atrioventricular node ablation procedure that the leadless implantable pulse generator (ipg) exhibited high thresholds, pacing problem and the patient had "an underlying rate of 40 bpm". The ipg was replaced. No further patient complications have been reported as a result of this event.